Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. Product ID: 37751, serial# unknown, product type: recharger. (B)(4).

Event description:
It was reported that the recharger was not coupling properly, intermittent. There were no coupling boxes showing. It was noted that the implant battery showed full charge. The recharger battery showed full charge. Anomaly appeared to have occurred through product use. There was no indication of patient harm. It was noted that the patient had tried to reset but that had not fixed the problem. It was later reported that recharger screen was unresponsive. It was stuck on the recharger battery full screen. It was noted that this had started 3 days prior to this report. Patient was unable to navigate away from the full charge screen event after recharger reset. Additional information received reported the patient had been unable to recharge for 4-5 days. There was a loss of therapeutic effect. It was noted that when the implantable neurostimulator (ins) needed to be charged the patient started moving slower like her brain did not tell her what to do and it was affecting her in every way. It was noted that the friend or family member could tell by the patient¿s actions like not being about to pick up feet, opening her mouth and taking longer for the fork to get to the patient¿s mouth, and brain not telling knees to bend to sit down. It was noted that this had been happening since the patient had not been recharged in 4-5 days. Additional information received reported that the patient was still unable to charge her device. It was noted that they now think it might be an issue with the implantable neurostimulator (ins). The patient had an appointment scheduled for (B)(6) 2014 to have the ins checked.

Manufacturer narrative:
Concomitant medical products: product ID 37791, product type: recharger. Product ID 37751, product type: recharger. (B)(4).

Event description:
Additional information received reported the cause of the event was user error. The event was attributed to the programmer. The implantable neurostimulator (ins) turned off. The patient did not check with patient remote. The patient recovered without sequelae. It was later reported that 3 weeks prior to (B)(6) 2014 the patient was at the healthcare professionals office and the healthcare professional said the device was turned off and the patient was not sure how that happened.